Event description:
Placed PICC (peripherally inserted central catheter) line in patient. Procedure uneventful and successful with no issues. PICC inserted with 1 pass without any resistance or manipulation. PICC tip in desired location at cavo atrial junction therefore no movement of PICC needed to achieve optimal position. 3 cg wire removed from catheter and inspected. Found to have sharp kink at the end of the wire. Integrity looks compromised. Product saved for further inspection. Pictures added to this report. Follow-up: materials retrieved the defect sample; contacted the representative to request RMA/mailer. Bd questionnaire completed and returned. Bd (B)(4). RMA/mailer expected to be sent to materials. Manufacturer response for PICC catheter, PICC tip (per site reporter): follow-up: materials retrieved the defect sample; contacted the representative to request RMA/mailer. Bd questionnaire completed and returned. Bd (B)(4). RMA/mailer expected to be sent to materials.